Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient decided actively for explantation of the fully functional device, stating a better hearing via conventional hearing aid. Intraoperatively a dislocated coupler was found.

Event description:
Recipient decided actively for explantation of the fully functional device, stating a better hearing via conventional hearing aid.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which can explain the reported recipient performance problem. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problem of insufficient auditory perception appears to be related to an insufficient mechanical device coupling to the incus. This is a final report.